Event description:
Additional information received indicates that the surgical intervention was undertaken wherein both leads were explanted and a new lead was implanted. This addressed the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02875. It was reported the patient was not receiving effective stimulation. X-rays were taken and confirmed that both leads had migrated. Surgical intervention may be pending to address the issue.